Manufacturer narrative:
The olympus (obl) inspection found distal parts falling off due to loosening or detachment of parts joint area. Third party repairs. Broken fibers on the image. The bending section has deformation attributing to angulation to be out of specification. The eyepiece section is cracked. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus (obl) was informed that a customer uretero-reno fiberscope was returned to the local repair department for evaluation for a reported "blurred image, distal cover piercing" which was occurred during an unspecified event. During inspection and testing, the scope was found to have parts from the distal end falling off due to loosening or detachment of parts. No patient injury or harm was reported to olympus.

Manufacturer narrative:
This supplemental report was submitted to provide additional information about the event and additional details for the device evaluation findings. As a result of missing bending section cover, olympus followed up to obtain additional information. The engineer from the user facility confirmed no device fragments fell off into the patient. Also, it was confirmed the equipment returned from the field with perforation in the distal cap, with the deflector set damaged (broken) and with points in the image, the ¿distal cap¿ was opened in our laboratory to assess what type of break occurred. The service evaluation confirmed ventilation mouthpiece was damaged, incorrect position. They used 3rd party glue in the eyepiece unit and at the covers of the free-engage lever and up/down lever. During angulation the bending tube was found broken at two different areas.

Event description:
The intended uretero-lithotripsy procedure was completed successfully using the same device. The device was inspected prior to use and no anomalies were observed. During inspection and testing, the scope was found to have a missing bending section cover and the entire internal metal skeleton was exposed.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.